Event description:
The device was used during a gastrectomy. Reportedly, bleeding occurred. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.